Event description:
A report was received that the patient's ipg was barely under his skin. The patient reported that he would have pain when he sat down or when his pants rubbed it. The patient will have a pocket revision.